Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
Customer reports during a cardiac cath-lab procedure, a micro puncture wire was inserted into the patient. Upon removal, the wire began to "fray"- the patient was examined under x-ray to make sure no pieces of the wire remained in the patient's body. No reported injury.